Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had felt slightly sleepy; exactly when was not specified. The expected volume was 3.8 ml; the actual volume was 0.8 ml. No diagnostic testing or troubleshooting had been performed. They planned to monitor the patient at the next refill visit sometime in early december to see if there was another discrepancy as this was the first time that it had occurred. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen, bupivacaine, and hydromorphone.

Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was scheduled for a pump replacement on (B)(6) 2014. The physician had brought the patient in early to check reservoir volumes and the volumes were off by 3.2ml; the pump was over-infusing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient experienced sedation. Patient with over-infusion by 30%. The cause of the patient's sleepiness was opiate and baclofen over-infusion. Refills x2 done, working at expected volume vs actual, 30% less than expected. The cause of the discrepancy was thought to be the pump. The pump was replaced. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received noted per the telemetry logs a motor stall occurred on (B)(6) 2014 @11:32 and motor stall recovery (B)(6) 2014 @12:20. Also on (B)(6) 2014 a motor stall recovery occurred at 12:59.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. No further oi CAPA testing will be done. Rpa has finished out the destructive analysis. Destructive analysis was performed and gear shaft wear was found. Analysis is completed. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - method code is being updated for this event. Eval code - conclusion code is being updated for this event. Eval code - result code is being updated.

Manufacturer narrative:
Eval code - conclusion code also applies to this event.

Event description:
No further complications were reported/anticipated or expected.

Event description:
Additional information received reported that the pump started to fail in (B)(6) of 2014. The patient had very painful back spasticity. The spasticity was so bad; her muscles in her back literally tore her lumbar spine apart. When the pump was put in, she was in a lot of pain. It was noted that the pump had been traumatic from the day the patient got it; followed by 7 very traumatic surgeries. The patient was just trying to get some closure.

Event description:
At the pump refill visit on (B)(6) 2014, the actual residual pump volume was less than the expected residual volume; the specific values for the volumes were not provided. It was reported that it was off by 4 ml. They suspected that the pump was overinfusing. The device system was delivering baclofen. The patient/device information, patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.